Manufacturer narrative:
This is a close out report by the foreign reporter. Investigation: the lift was found to be in working order with no visible defects, the sling also has no visible defects. The lift is used in a very small bedroom for collecting the pt and the bathroom is also very small. Observations: the investigator was informed that another incident had occurred the next day with the same resident and hoist but with a different carer. The transfer was recreated and it was found that due to the residents shape and disabilities, the sling could not be positioned correctly so that the clips would not go onto the hanger at the leg points. It became clear that training is definitely required. Conclusions: this incident was caused by user error as the incorrect sling was being used for this particular resident. Corrective actions: a more appropriate sling had been recommended.

Event description:
The plastic clip of the sling became detached from the spreader bar causing the pt to fall to the floor. The male pt, 30 yrs old and 7 stone, received 7 stitches in the back of his head due to the fall. It was the leg of the sling that came off the spreader bar.